Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to an issue with host pc, which was replaced and returned to philips for further analysis. Review of system log file showed error related to host pc os disk and the part analysis results states that the failed component was hdd bay. Following the replacement of the host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10/10 system did not completely boot up. The system was not in clinical use and no harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and the hard disk which returned the device to use in good working order.